Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert triggered due to high impedance with the right ventricular (rv) defibrillator portion of the lead. Impedance had been gradually rising, and then rose sharply. Reprogramming was done for impedance alerts. The rv pacing impedance remains stable, and the lead remains in use. No patient complications have been reported as a result of this event.